Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the pusher hypotube kinked at the proximal section, the implant separated from the delivery system, and the heater coil windings stretched at the distal end. The implant was not returned for evaluation as it remained in the patient as descried in the reported event. The device failed continuity and resistance testing due to the damaged heater coil windings. However, the heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled / retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.

Event description:
Please see section h11 for investigation results.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported to have been implanted in the patient and not available for evaluation; however, it was reported that the pusher and 2 detachment controllers are available for return to the manufacturer for evaluation, though not yet been returned. The reported issue could not be confirmed. If the device or ancillary devices are received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that everything was correct until the web had to be released, the control device turned on and turned green, it made contact, but to release the web, it had to turn red, and it didn¿t. They tried another one and happened the same, it didn¿t work and never arrived to turn red. We tried several times to detach the web, each time we connected the controller, a green light showed up, after pressing the button it turns yellow. We removed the controller and tried to detach with the same controller, and again green and after pushing the yellow. On the screen we were seeing no detachment, we tried to pull the pusher to confirm the ¿no detachment¿ (and it was confirmed every time). We tried to detach 5 times with the same controller and always the same was happening, green turns to yellow but no detachment. We tried with a second controller, and the same was happening. Once the no detachment was confirmed by trying to pull on the pusher, we wanted to remove the web by advancing the microcatheter. Once we were advancing the microcatheter the web detached. It was just moving the microcatheter to release the device, when the device released spontaneously. The web was implanted. The patient was reported to be okay.